Event description:
It was reported that patient experienced dizziness. The implantable pulse generator (ipg) was pacing below the programmed lower rate. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).